Event description:
Baxter received a customer complaint involving one unit that infused 45 ml of 5-fu in 5% dextrose in 15 hours instead of the expected 22 hours. It was reported that there was no pt injury or medical intervention as a result of this incident.